Event description:
Patient reported pre-existing dysplasia. This file for the right side. Healthcare professional later reported "noted a strange feeling on the right breast outer breast and is concerned that there could be a rupture or problem." Healthcare professional later confirmed rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.